Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, fistulae, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, enterocele, stress urinary incontinence and rectocele. It was reported that the patient had the concurrent procedures of exploratory laparotomy with extensive lysis of adhesions; abdominal sacral colposuspension; halban enterocele repair; cystourethroscopy; and distal posterior colporrhaphy with perineorrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced ¿chronic pelvic and vaginal area pain, severe pain during intercourse; numerous urinary and vaginal infections; urinary incontinence; retention and leakage; abnormal vaginal bleeding; abnormal vaginal discharge with odor; blood in urine; abnormal bowel movements; rectal bleeding; lower abdominal inflammation with a sharp nerve pain on my left side that radiates down my legs; physical pain and discomfort; suffered psychologically and emotionally.¿it was reported that patient underwent mesh revision/removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.